Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak caused by a ruptured cylinder. All components were removed and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak caused by a ruptured cylinder. All components were removed and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually examined, and functionally tested. One of the cylinders had outer tube was detached by the proximal of the cylinder body, torn fabric thread was identified and a hole from fatigue was found within the inner tube. Based on the information available and analysis results, the hole identified in the cylinders could have caused or contributed to the reported clinical observations of fluid leak and hole/perforated.

Manufacturer narrative:
D4: model/lot/catalog numbers updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak caused by a ruptured cylinder. All components were removed and replaced with a new ipp. There were no patient complications reported.